Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a t2 scn surgery; while drilling the proximal screw hole of nail, the drill bit broke. No further information was available.

Event description:
It was reported that during a t2 scn surgery; while drilling the proximal screw hole of nail, the drill bit broke. No further information was available.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.